Event description:
Customer reported that when they link five extension sets together for MRI procedures, fluid leaks at the connection to the mating (B)(4). No patient harm reported.

Manufacturer narrative:
The customer¿s report of leaking sets was confirmed. Visual inspection of the sets noted no holes or tears on the tubing and no cracks or breaks on the components of the sets. There were no other anomalies noted. The returned sets were primed, attached to a primary set and an infusion was started at 50ml/hr. The infusion completed after 15 minutes without any leakage. The returned sets were pressure tested while submerged in water; air bubbles were noted at 20 psi. The connections between the sets were tested for tightness; the sets disconnected easily. Pressure testing was repeated after each connection was tightened; no air bubbles or leakage occurred between the sets. The cause of the leakage between the sets was loose connections, most probably due to user technique.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.